Event description:
It was reported that following a procedure using a non-boston scientific sheath the patient experienced a pseudoaneurysm at the original access site. The procedure occurred (B)(6) 2022 and the original access site was in the right femur, however, the site was difficult and they switched to using an access in the left femoral artery. On (B)(6)2022 they performed a diagnostic sonography on the right access sight, however, no problem was found. The patient presented to the emergency room (ER) on (B)(6)2022 with pain at the right access site, however, no problem was found. On (B)(6)2022 another sonography was performed on the right groin area and a pseudoaneurysm was found. They applied pressure to the site for 1 hour and the pseudoaneurysm was resolved. The catheter is not expected to be returned as the event occurred after the procedure was completed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).